Manufacturer narrative:
The initial MDR 2517506-2017-00567 was filed on aug 14, 2017. Additional information (07/20/2017): the cse replaced and autoaligned the aliquot probe. The cse adjusted the pressures and vacuum at the aliquot drain. Additional information : MDR 2517506-2017-00656 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin results. Quality control (qc) was within range on the date of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventative maintenance (pm) and replaced reagent arm 1 (r1) mixer. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. After discussion with cse, the low troponin outlier issue was resolved by performing work on the aliquot probe. The cause of the discordant, falsely low troponin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2517506-2017-00656 was filed for the same event.

Event description:
A discordant, falsely low troponin result was obtained on patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on another dimension vista instrument, and recovered higher. The corrected result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.